Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient had blisters in the mouth on top and bottom from rubbing, causing the teeth to shift back. The patient also marked tongue thrust:, jaw discomfort:, sensitivity, broken, discomfort:, not fitting, inflammation, blister, pain level: 6.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.